Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right tka, the (B)(6) male patient had a revision due to loose femur and worn poly. Patient was diagnosed with polyethylene wear, osteolysis, polyethylene synovitis and component loosening. Patient was revised to truliant cc components. X-rays received. The device will be return.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d9, d10, g3, g4, g6, h2, h3, h4, h6, h7 and h9 have been updated accordingly. Section d10: concomitant products: logic femoral ps cem right sz 4 (cat# 02-010-01-0340 / serial# (B)(6)), lgc tibial fit tray cem sz 4f / 5t (cat# 02-012-45-4050 / serial# (B)(6)). (H3) the revision reported was likely the result of both prosthesis wear and loosening of the femoral component. The prosthesis wear was likely the combination of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause for the event of ¿loosening femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Additional information fields: b5, d10, g3, h6-clinical codes and component code. D10: 13a2101 - cemex system fast genta 70g (B)(6). 200-02-38 - three peg patella 38mm (B)(6). 201-78-81 - 3"" trocar, mod. Hex 2pk (B)(6). 201-78-89 - 3"" drill bit, mod. Hex 2 pack (B)(6). 203-96-42 - 11-4132 non exactech sys 6 90x13/21x1.19 (B)(6). 203-96-42 - 11-4132 non exactech sys 6 90x13/21x1.19 (B)(6).

Event description:
It was reported via legal documentation approximately 65 months after a right total knee replacement, the patient underwent a revision procedure to address swelling, synovitis and loosening of the femoral and prosthesis wear. A revision operative report was provided. Post operative diagnosis noted failed loose right total knee, severe osteolysis with complete loss of the posterior femoral condyles and significant loss in the proximal tibia. Patient's femoral component was loose and advanced osteolysis present from polyethylene wear. No surgical or medical interventions were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022. 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. Serial: (B)(6). 510k: k033883. UDI: (B)(4). Product code: jwh. X-ray: yes. Operative notes: yes. Concomitant devices: 1.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of both prosthesis wear and loosening of the femoral component. The prosthesis wear was likely the combination of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.